Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, fluid loss (amount unknown) was noted and the unit shut down during the procedure. Upon examination of the cervix, the patient had sustained a vaginal burn (size and degree unknown). The procedure was aborted as a result of this event. Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.